Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 722 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as tired and dizzy. Customer was treated with insulin pump and insulin drip. Customer was in the hospital for three day in the intensive care unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer wish to check for the presence of leaks or air bubbles in the tubing reservoir. Customer was not using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.